Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oophorectomy in 2007. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("continued pain"). On an unknown date, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent uterine ablation). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: only one fallopian tube was contraindicated. Attempted to perform novasure ablation but the device would not enable and instead converted the procedure to a rollerball ablation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.